Manufacturer narrative:
Submit date: 3/12/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that they received three light handle covers that have a tear within the base of the unit. The cracks are located on the base of the light handle cover where the base and shaft meet.

Manufacturer narrative:
Submission date: 08/20/2018. An investigation was performed for the reported customer complaint: ¿customer reported that they received three light handle covers that have a tear within the base of the unit. The cracks are located on the base of the light handle cover where the base and shaft meet.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Three samples (3) were received without original package and no corresponding lot number. Visual inspection observed the following conditions: the samples contained cracks. Two (2) samples in cavity 7 and one (1) sample in cavity 8 sections of the cone. A CAPA is currently open to investigate the reported issue. In addition, a production notification was also provided to personnel to heighten awareness of the reported issue. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.